Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2022, an (B)(6)-year-old male child patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was around 300 mg/dl at the time of the event. The infusion set had been used for five hours for the first event and twelve hours for the second event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2022, an (B)(6) year-old male child patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was around 300 mg/dl at the time of the event. The infusion set had been used for five hours for the first event and twelve hours for the second event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.